Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s first name is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the screw of the fixture mount fmt3 got stuck in the implant when making the impression.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was added: 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. H10: narrative/data was updated. The reported device was not received for evaluation. The reported condition of the screw of the fixture mount stuck in the fixture was not confirmed. Since product has not been returned, visual/functional evaluation could not be performed. The reported event could not be recreated without return of the device for functional testing. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Event description:
No additional or corrected information to report.